Event description:
A nurse from the facility called baxter technical service regarding a tina hemodialysis machine. The machine beeps and the display shows 8.30l removed in 30 minutes. No patient injury or medical intervention was reported. This occurred during a patient treatment. In 2007, a field service engineer (fse) went to the facility and inspected the machine. He performed an initial mock treatment with no problems or alarms. The uf removal collected at this time were within the ranges, 180ml +/- 5ml and 60ml +/- 3mls. The initial uf removal readings were 176.9mls and 58.1mls. At about 5 days later, product surveillance called the facility and was unable to reach the nursing staff. At approx two weeks later, product surveillance spoke to the nurse who performed the charting on the run sheet for this patient. She stated the following: the display of the machine read 8.30l fluid removed in 30 minutes. She knew that this was not true. After this then the touch screen did not work and there was a long beep. The patient was taken off of dialysis and did not received dialysis until the next morning due to logistical issues at the facility. This is the only baxter tina hemodialysis machine that this unit has. For this patient the nursing staff had to maintain his fluids until his next dialysis treatment. The nurse had to rinseback the patient early. The machine was turned off & on. This did not resolve the issue. The nurse did the rinseback manually. There was no patient injury and no medical intervention.

Manufacturer narrative:
The nurse faxed the run sheet and her event description to baxter product surveillance. This information has been forwarded to baxter engineering and to baxter service for review and consideration of further action to be taken.